Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient states they have never had to turn the dbs on because when they did the surgery it caused some lesions that made it not necessary to turn it on. Patient states they had surgery in the morning and they were not happy with the result so they redid it in the afternoon. Patient mentioned they had the spike put in his head two different times and the process of doing all that probably caused some lesion or something that saved him from ever having to turned it on and it cured it for one side. Patient also mentioned they gets a check up every couple of years and the battery is still good.